Event description:
It was reported by the rep that the (1) atw35 and the (8) tr35w devices were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that there was a steady oozing of the staple line (poor hemostasis). The instrument fired properly and after examination by the rep no evidence of breakage was found. The or time was extended by 30 minutes. It is requested that the locking mechanism be examined as well as proper closure strength to ensure a tight fit for proper staple line closure.